Event description:
Pump was reported to have declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer removed cartridge, inspected components as advised, and cleaned the pneumatic tap area. Following on-screen instructions, customer successfully completed loading process and resumed insulin therapy. Technical support instructed customer to monitor system performance, and no cartridge replacement was required.